Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem was unable to be confirmed as it was related to circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, it is possible that the excessive embolic load prevented the filter from being able to fully collapse into the retrieval catheter causing the noted damage to the filter support structure and separation of the viperwire core. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element.¿ in this case, it could not be determined if use of the emboshield nav6 with the viperwire caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the tibioperoneal trunk. The emboshield nav6 embolic protection system (eps) filter was used in the procedure and the barewire had been exchanged for a viperwire during the procedure. The viperwire was passing through the filter during attempts to retrieve the filter. The filter was ultimately retrieved with the retrieval catheter as a single unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017-guide wire / fdw selection incorrect.